Manufacturer narrative:
(B)(4). Within correspondence with the (B)(6) distributor, the healthcare professional stated "after 3 days of treatment the eye was clear of fibrin and a vitrectomy was done to get rid of the debris. No gas was inserted. A posterior capsulotomy was done with the ppv...a second actilyse intracameral injection was given too prevent fibrin formation." In 2010, (B)(4) published a medical device alert ((B)(4)) regarding the use of alteplase in opthalmic surgery. The medical device alert informed all users that opacification of hydrophilic acrylic iols may occur following intracameral use of alteplase, brand name actilyse (recombinant tissue plasminogen activator, r-tpa). Rayner intraocular lenses limited has attributed the use ofalteplase (actilyse) as the cause of the reported "lens dulling". Intracameral use of alteplase (actilyse) is off-label as it is indicated for the treatment of stroke / myocardial infarction. Our review of production records for the superflex aspheric 920h iol, batch 120e17932 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (december 2010) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been rec'd against the superflex aspheric 920h iol batch, 120e17932.

Event description:
Rayner intraocular lenses limited rec'd notification from the (B)(6) distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that "one week after the surgery the following occurred; a fibrin reaction, posterior synechiae, uveitis and endophthalmitis...with her last consultation, the lens was dull. The va is 0.4 left, but the pt feels like the vision is duller. The surface and material shows dulling."